Event description:
It was reported that a patient's right atrial (ra) lead exhibited oversensing noise resulting in inappropriate mode switch episodes. On (B)(6) 2025, the physician elected to cap the ra lead and replace it with a new lead. The patient was discharged following the procedure.